Event description:
Boston scientific became aware of an event involving multiple spaceoar devices through the article, "spaceoar hydrogel distribution and early complications in patients undergoing radiation therapy for prostate cancer" written by andrew yates, md et al. The study performed between february 2020 and september 2021, describes that before the procedure, oral antibiotics prophylaxis was taken by the patients, the procedure was performed under ultrasound guidance. Local anesthesia with adrenaline was used during the procedure. 160 patients underwent into a hydrogel spacer placement procedure, the hydrogel placement was assessed on magnetic resonance imaging (MRI). As a result, 117 patients had symmetrical distribution of the hydrogel, 8 patients were identified with rectal wall infiltration. This reported was created to capture cases of hydrogel misplacements, the article reported seven patients that had minimal rectal wall infiltration, and one patient that had moderate infiltration. All the infiltrations were low in the rectal wall above the external anal sphincter, one of these cases had a small amount of hydrogel, less than 1 ml, below the skin at the perineum. The patients were asymptomatic and did not require additional further interventions. One of the patients, had rectal wall infiltration that involved less than 25% of the rectal circumference, shown on magnetic resonance imaging (MRI), this was associated with rectal wall thickening. The patient developed an increased frequency of bowel movements and reported a small volume of rectal blood. Colonoscopy showed a rectal wall ulcer, no further interventions were needed. However, the radiation treatment was delayed. Additionally, one patient had a large collection of fluid in the space between the rectum and the prostate. This collection had a volume of 26 ml, greater than the 10 ml of hydrogel injected. The patient was asymptomatic and proceed to radiation therapy, the patient did not require additional intervention, the article did not specify if this patient had a rectal wall infiltration of the hydrogel. The patient's current condition was unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on date the manufacture became aware of the article sep 09, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source spaceoar hydrogel distribution and early complications in patients undergoing radiation therapy for prostate cancer written by andrew yates, md block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.